Event description:
Emergency medical service responded to an event. The patient was unresponsive. The unit was applied to the patient, and upon analysis of the patient's presenting rhythm, the device advised the delivery of a shock. According to the user, the shock button was pressed but no shock was delivered. A shock was advised several more times. In each case, the user reported that the shock button was pressed and that the shock was no delivered. The device was turn off and on. The unit then advised two additional shocks, each of which was aborted prior to delivery.